Manufacturer narrative:
The electrode lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the module and found that the sipper nozzle needed to be replaced. He then replaced this part. He performed ion-selective electrode (ise) and mechanical checks with successful results. The customer performed post-service ise qc with successful results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results from three patient samples tested on the cobas 8000 cobas ise module (double). The reporter was able to provide two patient samples with discrepant results: the initial results were reported outside of the laboratory. The reporter stated that they received a call from the emergency room (ER) that they believed the sodium results were recovering low. The reporter then reran the patient samples on their other module. Patient sample (B)(6) the initial sodium result from the module was 111 mmol/l. The repeat result from the other module was 118 mmol/l. Patient sample (B)(6) the initial sodium result from the module was 126 mmol/l. The repeat result from the other module was 133 mmol/l. The repeat results were deemed correct.